Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the elective generator change-out, high capture threshold was observed on the rv lead upon interrogation. Fluoroscopy revealed lead dislodgement. The lead was capped and replaced on (B)(6) 2020. The patient suffered no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.